Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the touch screen was accessing menus with no interaction. Additionally, the pump reset unexpectedly. Customer resumed insulin delivery and continued to use the pump for insulin delivery. Customer¿s blood glucose level was 98mg/dl.